Event description:
The customer contacted physio-control to report that their device powered off multiple times during a recent patient event. The customer was able to power the device back on with minimal delay each time and continue patient care. There were no adverse effect to the customer as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.